Event description:
It was reported that the patient experienced a shocking or jolting sensation on the scalp. There was no known related incident or accident reported. Impedance measurements were normal. The patient also experienced a retro-auricular burning sensation on the right side of the scalp, 3/4 of an inch below the lead/extension connection area and approximately one-half of an inch in length. There was no known related incident or accident reported. It was believed that the lead/extension junction moved around. The area was very sore/tender and somewhat swollen. The patient had this pain for the previous two years. Trigger point injections were given by the physician to alleviate the pain which worked until recently. The patient received good therapeutic effect and had no other reported issues. Additional information was requested but not available as of the date of this report. A follow-up report will be sent if additional information becomes available. See also manufacturer # 3004209178201103927.

Manufacturer narrative:
(B)(4).